Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and mesh was implanted concurrently with anterior and posterior repair due to sui, cystocele and rectocele. It was reported that the patient underwent a mesh revision on (B)(6) 2012 along with posterior colporrhaphy and porcine dermis graft.

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2011 and (B)(6) 2012. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh, ams apogee and perigee were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion patient experienced urinary tract infection.